Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the screen. The customer states the screen was blurry and appeared to be internal issue. The customer states they could only see the corner of the screen. The customer's blood glucose level was unknown. The customer's most current level was 207mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.